Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose at the time of incident was 400 mg/dl. Customer¿s current blood glucose was 115 mg/dl. The customer did experience the symptoms such as nausea, vomiting, difficulty breathing, chest pain. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was not used at the time of event. Customer received hardware low level failures alarm. However, customer was able to clear and rewind the insulin pump. Customer stated third self-test was passed and completed. The insulin pump will be returned for analysis.